Event description:
It was reported that the customer received an occlusion alarm. The customer changed out the cartridge and infusion set after the alarm occurred. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.